Event description:
On (B)(6) 2012, leica microsystems received a complaint that the xenon bulb of leica m525 f20 surgical microscope shattered and made a loud noise during a training (surgical) procedure on an animal specimen.

Manufacturer narrative:
This is an initial report. The user facility was conducting a training procedure on a mouse specimen when the xenon bulb in the leica m525 f20 stand shattered and made a loud noise. The debris was contained inside the horizontal arm of the surgical microscope stand. Upon inspection on-site, one bulb was completely shattered while the second bulb was burnt at the base. The surgical microscope was taken out of use. Physicians and staff were not harmed in the case as all debris was contained within the horizontal arm of the surgical microscope. Only the noise startled the physicians in the training procedure. Further investigation is still being conducted by the manufacturer. Once results or new information are obtained, a follow-up/final form FDA 3500a will be submitted.